Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported via medwatch (#mw5164226): the patient reported that overnight, her pump kept alarming for detached cassette. The patient stated that she would remove and reattach the cassette, which would clear the alarm, but then it would happen again. The patient stated that this had happened before with this pump, but removing/reattach cassette would usually resolve the issue without it re-occurring. However, this time it kept alarming with the same alarm message multiple times overnight and the pump was just sitting on her nightstand. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.